Event description:
It was reported PICC lasts about 1 to 1 1/2 months before lumen cracks. Patient has been long standing 1a status for cardiac transplant. Ejection fraction is too low for her to be safe to receive a surgically placed line (broviac vs port). Nurses responded appropriately to cracked lumen and ir case was scheduled timely. Additional procedure but no other harm to patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr d/l powerpicc sv catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the device. The catheter was returned cut at the 0 cm depth marker. A circumferentially aligned split in the extension tubing of the red lumen was observed just distal to the red luer. A microscopic observation revealed beach marks along the fracture surface observed in the extension tubing under the hub of the catheter. The extension tubing was observed to have ¿c¿ shaped impressions leading into the fracture site. Microscopic observations of the split in the extension tubing exhibited characteristics of material fatigue of the extension tubing. This failure may occur from excessive kinking, twisting or pulling of the device at or near the split site observed in the extension tubing. This complaint will be recorded for future trending and monitoring purposes.